Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed far p oversensing on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.